Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 478 mg/dl at the time of incident. The customer treated high blood glucose with manual injection. Customer stated that the reservoir had a air bubble bigger than soda pop/champagne size. The product will not be returned for analysis .